Manufacturer narrative:
Additional information was received on 12-nov-2024. No picture was available. Rf needle was not used with the sheath before the event occurred. The bwi product analysis lab received the device for evaluation on 18-nov-2024. The device evaluation details: it was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed the hemostatic valve dislodged. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodgment issue reported by the customer was confirmed. The potential cause of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed the hemostatic valve dislodged. Hemostatic valve failure. After the vizigo sheath was inserted and the dilator was removed from the sheath, blood flowed out from the hemostatic valve. Bleeding was stopped by the syringe. The sheath was replaced with a new one. After the replacement, the procedure was completed with no problems. The hemostatic valve was dislodged in the hub. The hemostatic valve itself was not broken. Additional information was received. Blood return was observed. The approximate volume of blood loss was a few drops, but the exact amount was unknown. No air entered the patient's body.